Manufacturer narrative:
Concomitant medical products: 8100;8015; 4sec tubing: 40¿ b braun secondary set, v1921; therapy date: unk. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the secondary set was accidentally connected to the primary tubing set below the pump while administering potassium. There was no patient harm.